Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 2141 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure displacement / 1.5 cm essure¿s coil intrauterine bilaterally") in an adult female patient who had essure inserted for female sterilization. The patient had a medical history of overweight, vaginal delivery, parity 4, multi gravida, abnormal uterine bleeding and pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,diagnostic hysteroscope + dilation and curettage + removal of essure). The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. [Ultrasound pelvis] on (B)(6) 2017: d showed abnormal placement of the essure in the uterine cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical device removal was updated to device dislocation. Reporters,medical history,lab data,patient information,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 2141 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure displacement/1.5 cm essure¿s coil intrauterine bilaterally") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, vaginal delivery, parity 4, multi gravida, abnormal uterine bleeding and pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,diagnostic hysteroscope + dilation and curettage + removal of essure). The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. [Ultrasound pelvis] on (B)(6) 2017: d showed abnormal placement of the essure in the uterine cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.